Event description:
Complainant alleged that while treating a patient, after removing the electrode pads, third degree burns were found on the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.